Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their friend/family member regarding the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s controller randomly switched languages and they didn't know how it switched because they didn't press any buttons. The patient stated that they tried to fix it and went into every sub-menu in the menu and somehow their implant got turned off. The patient tried to fix it and removed the battery and when everything came back on stimulation was set at 0 and was still off. Patient services guided the patient on changing the language back to english, turning stimulation back on and increasing it to 16.5v (which is where the patient stated they were set before). Patient services reviewed that stimulation might have been reset or turned off when they were selecting options in the menu that they didn't know what they meant. The patient/caller was redirected to follow-up with their healthcare provider (hcp) to confirm everything was back to normal now. No symptoms were reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had no idea how the ins got turned off and the settings got to 0v when they were trying to fix the issue of the controller language. They stated that they just noted it one day. They reported that they weighed (B)(6) at the time of the event, which was different than the (B)(6) previously reported by the healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp on (B)(6) 2018 confirmed that the cause of the reported issue was unknown. No further complications were reported.